Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the synchron lxi 725 clinical system for one patient. The patient sample when tested gave a result of 5.55 ng/ml and a repeat result of 3.36 ng/ml. The sample was tested on a different instrument and gave a result of 0.02 ng/ml (which was reported outside of the laboratory). The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample was collected in a 5 ml li heparin tube and centrifuged for 10 minutes at 4546 rpm. Qc performed prior to the erroneous results was within the customer's established ranges. System check performed on (B)(4) 2009 was within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed a preventive maintenance (pm). Fse repaired the wash carousel heater connection, replaced some hardware and performed cleaning of the reagent carousel cooling fins. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.